Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was being explanted for normal battery depletion. Upon initial attempts a non-boston scientific representative reported that the right atrial and right ventricular pace/sense setscrews were stuck up. Non-boston scientific wrenches were attempted, but did not resolve the issue. As a result, the patient was transferred to another facility and the setscrews were loosened and the device was successfully explanted. No adverse patient effects were reported. The leads remain in-service

Manufacturer narrative:
Upon receipt at boston scientific's post market quality assurance laboratory, the device header was examined. Visual inspection noted that a wrench tip was broken off in the ra+ setscrew hex slot body fluid contamination was noted in the lv- connector block. All other setscrews moved freely and operated normally. Further analysis noted that the rv+ setscrew was stuck in the up position. Technicians exposed the device to simulated heart load conditions, and then tested the pacing and sensing functions. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of detailed tests were also performed to measure the electrical performance of the device. Normal function was observed and the pacemaker did not exhibit any anomalies. In addition, the device meets specification for normal battery depletion. In conclusion, analysis testing confirmed the field report of stuck setscrew. The cause was consistent with induced damage. Boston scientific issued an a closer look article with additional information to help loosen setscrews.